Event description:
A temperature alarm was reported, which did not have an adverse impact on the customer's blood glucose level. Although the pump was not exposed to extreme temperatures or charging at the time of the alarm, the customer was unable to clear the alarm and resume insulin delivery. The pump is being replaced under a different case, and no further action was required.